Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a paroxysmal atrial fibrillation a faradrive was selected for use. During procedure, after transseptal, physician put in faradrive sheath, removed dilator, aspirated and flushed. When entering the farawave catheter into the sheath, air bubbles were noticed in the flush port when aspirating. The air bubbles could be clearly seen, probably due to a broken valve of the sheath. The shath was replaced. For the new faradrive sheath, the nurse paid extra attention to certainly wet the outside of the dilator and slide it into the sheath as straight and precise as possible. The procedure was completed without patient complications.

Event description:
It was reported that during a paroxysmal atrial fibrillation a faradrive was selected for use. During procedure, after transseptal, physician put in faradrive sheath, removed dilator, aspirated and flushed. When entering the farawave catheter into the sheath, air bubbles were noticed in the flush port when aspirating. The air bubbles could be clearly seen, probably due to a broken valve of the sheath. The shath was replaced. For the new faradrive sheath, the nurse paid extra attention to certainly wet the outside of the dilator and slide it into the sheath as straight and precise as possible. The procedure was completed without patient complications.